Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and site infection. The blood glucose reading was over 700 mg/dl. The customer was experiencing unexplained high glucose for the past months. The customer's most recent glucose reading was over 200 mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that his site was sore, red, and hard. The customer stated that he will be seeing his doctor the next day. The customer stated that his site is draining pus. The customer stated that he is on antibiotics. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.